Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of jaws staying closed, as the jaws were unable to be opened when actuating the trigger. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the bent trigger lock spring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: exploratory coelio left adnexectomy and omenmectomy event description: [translation]. I would like to report an adverse event involving eb215 forceps. During a laparoscopic operation with [surgeon's name redacted], the handle got stuck, making it impossible to open the forceps holding the peritoneum. A bipolar forceps had to be used to coagulate and section the piece of peritoneum. Client words : "during a laparoscopy procedure, the handle remained stuck, it was impossible to open the jaws which held the peritoneum" client words : "need to use a bipolar device to coagulate and cut the piece of peritoneum" additional information received from applied medical representative via email on 18sept23: [translation]. Impossible to open the forceps holding the peritoneum. Bipolar forceps had to be used to coagulate and section the piece of peritoneum. Ntervention: bipolar forceps was used to coagulate and section the piece of peritoneum patient status: no clinical impact to the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: exploratory coelio left adnexectomy and omenmectomy. Event description: [translation] I would like to report an adverse event involving eb215 forceps. During a laparoscopic operation with dr. [Name], the handle got stuck, making it impossible to open the forceps holding the peritoneum. A bipolar forceps had to be used to coagulate and section the piece of peritoneum. The forceps in question are available for you to examine in the pharmacy department. Thank you for your feedback. Client words : "during a laparoscopy procedure, the handle remained stuck, it was impossible to open the jaws which held the peritoneum" client words : "need to use a bipolar device to coagulate and cut the piece of peritoneum" additional information received from applied medical representative via email on (B)(6) 2023: [translation] impossible to open the forceps holding the peritoneum. Bipolar forceps had to be used to coagulate and section the piece of peritoneum. Intervention: bipolar forceps was used to coagulate and section the piece of peritoneum. Patient status: no clinical impact to the patient.